Manufacturer narrative:
Note. A second follow-up has been created as the replaced part was returned after the complaint was closed. The ventilator was investigated by our field service engineer. The monitoring printed circuit board (pcb) was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced monitoring pcb was returned for investigation. Ventilator logs extracted from the returned monitoring pcb confirms the reported technical error codes indicating power error and barometric pressure too high. The returned monitoring pcb was installed in the reference ventilator. The reported technical error codes were immediately reproduced. The problem was permanent. Electrical measurements showed that the output from the pressure transducer was too high causing the reported problem. The conclusion is that the barometric pressure transducer on the monitoring pcb was faulty and caused the reported failure. A design change was implemented in march 2008 to eliminate failure of an internal power supply when the pressure transducer fails. The returned monitoring pcb was manufactured before improvements were introduced. The issue will be detected during device start-up and ventilation cannot be started, if the issue would occur during ventilation, it would lead to stop of ventilation. Alarms will be generated.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error there was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The monitoring pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported technical error code. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient involvement. Manufacturer's ref #: (B)(4).